Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated thyroglobulin auto antibodies (tgab) results generated by the unicel dxl 600 access immunoassay system for multiple patients. All erroneous results were obtained from one reagent pack. Subsequent testing on a new reagent pack produced lower results within the normal reference range for all patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. However, the customer did obtain significantly elevated qc results from the initial reagent pack used on (B)(6) 2010 which when repeated on a different reagent pack produced results within the established ranges. The customer is not questioning instrument performance. This issue is currently under investigation.